Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 9 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a history of (patient medical history) nonischemic cardiomyopathy post lvad implant in (B)(6) 2017. Presented to (B)(6) hospital center via ambulance on (B)(6) 2019 for dark "pasty" stools the last 3-4 days. Face was also pale. Patient took iron orally 3 times a day. Hemoglobin had dropped from 9.4 gm/dl on (B)(6) 2019 to 7.0 gm/dl on (B)(6) 2019 and 6.2 gm/dl on arrival to the emergency room on (B)(6) 2019. Last enteroscopy was in (B)(6) of 2019 which had evidence of a single bleeding angioectasia treated with argon plasma coagulation. Gastrointestinal was consulted and planned for esophagogastroduodenoscopy (egd) pending blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Esophagogastroduodenoscopy (egd) confirmed one atrioventricular (av). However, unlikely to be source of bleeding. Per gastrointestinal (gi) recommendations, pantoprazole was continued. Patient's hemoglobin improved and melenic stools resolved on (B)(6) 2019. Given history of gi bleedings and extreme difficulty obtaining blood products (patient had multiple antibodies in her blood), the decision was made with patient to permanently leave her off aspirin (asa) and ante cibum (ac).